Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they saw the health care professional (hcp) 3 weeks ago and he told the patient nothing was wrong with the device. The patient used her device for bladder and bowel. There was pain in the back and buttock when she sat or laid down. They were taking tylenol. She was straining really bad to have a bowel movement and she felt the wires move. The patient had not tried turning the device off to see if the pain resolved. She did not know how to use her device and did not feel comfortable doing anything but increasing stimulation. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.